Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. However visual inspection showed downstream calibration values are out of specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during testing in the biomed service department. There was no patient involvement. No additional information is available.